Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side deflation and breast trauma due to "lifting¿. This is not considered device related. Healthcare professional additionally reported "any creases associated with hole", and "pockets were inspected finding global contraction on the right." Device has been explanted.